Event description:
The pump was returned for investigation. Investigation revealed that there was moisture inside the pump and that the pump had no power. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that there was moisture under the display. A leak test was performed and a leak was found at a crack between the display and the lens seal. The pump was not able to power on due to the moisture damage. (B)(6).